Event description:
It was reported that the device had a high battery consumption and was draining the batteries until they reported faulty when attempting to recharge. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system pcb and the memory pcb assemblies and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the returned assemblies, but could not duplicate the reported failure.